Manufacturer narrative:
Correction: b4/f8: date of this report in follow-up MDR #1 is being corrected from blank to 07/30/2021.

Manufacturer narrative:
H10: the white patient luer adaptor component only was received connected to the female adapter of the transfer set. A visual inspection with the naked eye was performed and there were no issues observed with the white patient luer adaptor and female connector components. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was manufactured at one of the following facilities: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the cassette and transfer set; further described as when attempting to disconnect the patient line from the transfer set, the blue component was "spinning" and separated from another component and did not allow the patient to disconnect. It was further stated the dark blue component was stuck inside the patient line. The tubing had to be cut. This issue occurred after completing peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.